Event description:
Upon completion of finger stick, a nurse was stuck with a lancet after placing the used fingerstix in the palm of her hand. The design of the fingerstix system is to have the lancet retract safely into the end cap, preventing an inadvertent puncture. The pt in which the device was used was classified as low risk in regards to transmittable disease.